Event description:
Information received indicates the foot hi/low is moving unintentionally.

Manufacturer narrative:
The technician found the foot hi/low motor was energizing on its own, but the foot section was not going up or down because the foot hi/low column was broken. The technician replaced the foot hi/low column to repair the bed.